Event description:
It was reported to the manufacturer by the end user, per the end user, "patient was in the bed when the middle section of mattress deflated and patient slid out. Patient was found on the floor. There were no injuries. Patient was unable to stop herself due to past stroke." Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.